Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for evaluation. The provided 3mensio revealed sections of undersized vessels of 5.3mm, 5.2mm, 4.6mm, 3.9mm and 4.9mm (greater or equal to 5.5mm minimum luminal diameter is required for use of 14f esheath plus), tortuosity, and calcification in the patients right access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported difficulty introducing the sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as these patient factors were present in the patients access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub optimal angles that can induce stress to the sheath shaft and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation, pre existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non vascular), procedural variables, and use related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported resistance between devices and kink were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Were confirmed empirically. Available information suggests patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (incomplete sheath insertion) likely contributed to the resistance while patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (incomplete sheath insertion, device manipulation) likely contributed to the sheath kink as these patient factors were present in the patients access vessel. Additionally, it was reported, significant kinking damage to the delivery system resulted from repeated efforts to advance. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks along the sheath shaft, as reported, can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additionally, improper sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability and/or non coaxial alignment between devices. Such techniques may include incomplete sheath insertion, lack of secure fixation, or positioning of the fully expandable portion outside the vasculature. These conditions can exacerbate the push force and damage the sheath, such as the reported kink. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft kinks. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. The 16f esheath dilator and 14f esheath plus were advanced with mild difficulty with the application of rotaglide. The loader was fully inserted, the sheath was not a steep angle but could have been inserted further prior to advancing the valve. Upon insertion of the 26mm sapien 3 ultra resilia valve and 26mm commander delivery system, the devices were not able to advance beyond the white portion of the sheath. Significant kinking damage to the delivery system resulted from repeated efforts to advance. The devices were withdrawn from the patient as a unit. The sheath was kinked. No injury to the patient. The team then opted to prep a second 14f esheath plus which was inserted without difficulty. A lunderquist wire was inserted to the lv for additional support. Advancement of the second 26mm sapien 3 ultra resilia valve and 26mm commander delivery system through the 14f esheath was unsuccessful a second time. The delivery system and valve got stuck at the transition between the white and blue portion of the sheath. The devices were withdrawn from patient as a unit. The second sheath was crumpled throughout the white portion after excessive pushing. The liner was completely intact, not detached from the blue portion. The second delivery system showed evidence of kinking/damage from excessive push force at the distal end of the flex catheter. The team opted to abort the case at this point and assess alternative access options for this patient at a later date. Common femoral dissection was discovered during vessel closure. Vascular cutdown, covered stenting, and a femoral patch was placed. It could not be determined when the injury occurred during the case.